Event description:
It was reported that the front was defective. No more information available. After investigation it was noticed that the console showed corrosion and the handpiece is not locking up.